Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m162544 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m162544, test base part number 190-430 / lot: m162544. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162544 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162544 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported a positive result on a nasopharyngeal swab with the ID now covid-19 assay. Repeat testing was performed on a nasopharyngeal swab and generated negative results. Per the customer, the person being tested was in a car accident. Additionally, there was no patient harm due to test results. There was no delay or impact in treatment due to test results.